Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, lot# n160476002, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 65 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient had multiple falls in the last few months, sustaining injuries to both shoulders. One of the falls was noted to have required surgery, however no injury to the pump pocket was noted. Additionally, it was reported that the patient had significant worsening in her spasticity. The patient tried oral baclofen, however she could not tolerate it and stopped taking it. The dose through her pump was increased, however it did not seem to be helping and tone was not reduced. X-rays showed no issues, however a side port aspiration was negative as there was no flow. The patient was then referred to neurosurgery for a surgical revision of the catheter on (B)(6) 2017. The issue was considered to be unresolved, however the patient was noted to be "alive-no injury". The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.